Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 300 mg/dl. Customer could not change the battery and after cleaning the contacts, it is up and running again. Customer stated that the pump keeps going into no delivery. Customer reported that the insulin exited the tubing. Customer was advised that the pump was working as designed. It was explained that the alarm was caused by set/reservoir occlusion. Customer delivered a bolus successfully. No further assistance needed.